Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and pacemaker presented to the emergency room (ER) due to syncope. A six second pause in pacing was observed in the ER. An increase in pacing impedance measurements from 500 to 1,000 ohms was observed along with a slight increase in pacing threshold measurements. Noise was not observed and attempts to create noise were unsuccessful. An invasive procedure was performed to replace this system. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.